Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's l5 lead was explanted and replaced. The l2 lead remains in place due to an inability to remove it. A lead was placed at s1 instead. Therapy was restored following the procedure.

Manufacturer narrative:
Correction, d6a: implant date has been updated. Date of implant has been estimated due to only the year being known.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-02244. It was reported that the patient's l2 and l3 leads had migrated. Surgical intervention is expected to address the issue.